Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. D10: concomitant medical products: coyote¿ pta balloon dilatation catheter (1.5-15, 2.0-15, 3.0-15). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: poba was performed in phases for severely calcified 99% stenosis lesion from right cia to eia. Then an attempt was made to deliver the misago (7.0-60); however, it was not possible to pass through at proximal cia. When removing and inspecting the delivery system, it was observed that a part of stent strut was exposed from the stent cover and the distal end of the stent was deformed. Then, slenguide was used as a protective sheath, followed by loading another misago (6.0-60) and delivering again; however, slenguide was trapped at the lesion. Although an attempt was made to deploy only misago (6.0-60), it was trapped as well and could not be manipulated. Eventually, the system was removed with slenguide and misago combined. Poba was performed using senri (5.0-20) and the procedure was finished afterward. There was no patient injury, medical or surgical intervention required.